Manufacturer narrative:
(B)(4). A polaris ultra stent was returned for analysis. A visual evaluation of the returned device revealed that the shaft of the stent was detached. The proximal section of the suture string was not returned for evaluation. No other issue was noted. The failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, " adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during an rigid ureteroscopic lithotomy procedure in the upper ureter, performed on (B)(6) 2018. According to the complainant, during unpackng, the coil/pigtail was detached at the end of the stent. The procedure was successfully completed with another polaris ultra stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Investigation results revealed the stent shaft was broken, therefore this event has been deemed an MDR reportable event.